Event description:
It was reported the pt lost stimulation and her ipg cannot communicate with her charger or programmer. The pt reported she stopped using her scs system about 6 months ago since her left leg pain resolved. She stated she had not charged her ipg during this time. According to the MFR¿s device registration system, the ipg was explanted and replaced on (B)(6) 2012. No further info is available at this time.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.